Event description:
Home patient (hp) reports dry minicaps. Sponges were noted to be brown in color and packages were sealed in the usual manner. Hp reportes they did not note any betadine in tubing when intiating drain phase of dialysis exchange. No pt injury or medical intervention reported.